Manufacturer narrative:
The indigo system aspiration catheter 8 (cat8) was necked approximately 107.0 cm from the proximal hub. The catheter was fractured with the remaining distal tip seated on the packaging mandrel. Evaluation of the returned device confirmed that cat8 was unraveled and fractured towards its distal tip. These types of damages can occur when the mandrel is unsecured from the packaging tray and the catheter is then retracted. The catheter can become pinned between the packaging tubing and the mandrel. If the device is forcefully retracted against this resistance, these types of damages can occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the indigo system aspiration catheter 8 (cat8) unraveled at the black distal tip while attempting to remove it from the packaging. The damaged cat8 was found prior to use and therefore, the cat8 was not used for the procedure. The procedure was completed using a new cat8.